Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the user experienced an arterial filter problem and the in/out tie bands were loose. The customer reported that they lost some prime during set-up. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. A leak was created when pressure testing the sample without a tie-band. Testing the sample under similar conditions with a loose tie-band did not cause a leak. The actual sample was not returned, and therefore, the root cause of the event is unk. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).